Event description:
Date of implant 2005. It was reported that a patient underwent an open l4-s1 tlif. Approximatel 5 months post-o,p patient slipped, but did not fall, now complains of right leg pain. Post--op x-rays reportedly reveal l5-s1 implant "repulsed". Confirmed on CT scan. Patient underwent revision surgery to re-adjust the cage. Approximately 6 months post-op from the revision surgery, patient complains of lower back pain. X-rays revealed right s1 screw fracture. Four months later, x-rays reportedly revealed bilateral s1 screw fracture. A second revision surgery has not been scheduled at this time. Physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. We are unable to determine "suspect medical device". However, it was identified that the following devices were used: 75446550, 75446540, and 7540000. Unable to determine the cause of the event.